Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump, and the customer was informed that they would receive a new pump with updated software. In the meantime, the customer used multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer acknowledged all instructions, including returning the problematic pump within 10 days using a pre-paid label.